Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead dislodged. It was suspected that the lead was dislodged due to the patient being very active. The lead was explanted and replaced. Patient was fine after the event.